Event description:
The customer stated that on (B) (6) 2008, and at approx 8:54 am, a pt's abp measurement dropped below the set low level and the mp70 monitor did not generate an alarm.

Manufacturer narrative:
The customer stated that on (B) (6) 2008, and at approx 8:54 am, a pt's abp measurement dropped below the set low level and the mp70 monitor did not generate an alarm. A philip's field service engineer went onsite to investigate the issue. Based on his investigation, there was no serious injury as a result of this event. The alarm logs were not available for review since the customer upgraded his system's software from g.00.24 to j.00.27 directly after the event. The device in question was tested at customer's site and worked per its specs. The device is currently in use at customer's site. The available info does not support that there was a malfunction of the device, labeling, or design. No other calls were logged and no further investigation or action is warranted. A written reply was sent to the customer and a copy was attached to this complaint. (B) (4)